Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient¿s outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that after an unspecified plasma resection procedure carried out an unknown date, the patient complaint about pain and during a follow-up visit it was confirmed that the urethra was severely damaged (coagulated/burned). When the patient tried to urinate after removal of the catheter, parts of the urethra detached. As a result, the patient is no longer able to urinate and consequently received a suprapubic outflow. Due to the severity and extend of the tissue damage, it is not possible to reconstruct the urethra.

Manufacturer narrative:
The suspect medical device was not returned to olympus for evaluation/investigation. Therefore, the evaluation/investigation was performed exclusively on the basis of the information provided by the customer. There were no reports of any malfunction of the hf generator. Based on the information available, the exact cause of the reported phenomenon and the patient¿s outcome could not be determined and is being judged as unknown. Furthermore, a manufacturing and quality control review could not be performed since basic data of article identification (serial number) are missing. The case will be closed on olympus side with no further actions. However, the reported event/incident will be recorded for trending and surveillance purposes.